Manufacturer narrative:
E1: initial reporter details are unknown h3: product analysis #(B)(4) product #9560100, lot #977823 upon inspection at the time of acceptance, it was observed that the outer tube was damaged and the coupler and light post were loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient having spinal therapy. It was reported that the device failed in the focus adjustment. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was no patient involvement reported.